Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated they could perform further testing and/or continue to monitor the patient. No additional testing was performed. The caller stated that they advised the clinic to look at alternative vectors and perform and induced shock if the impedance goes above 145 ohms and is consistently high. No x-ray or fluoroscopy was performed at this time. The clinic will continue to follow the patient via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of 131 ohms. Measurements returned to 110 ohm to 120 ohm range since the out of range measurement. No adverse patient effects were reported.